Event description:
Unable to deploy the stent graft: when the delivery system was advanced to the proper position and the stent graft was attempted to be deployed, the physician commented that the grey turn knob was too tight to turn. The tc representative explained that the knob was tight during the early stage of deployment, and had the physician continue to deploy the stent graft by turning the grey knob clockwise. The physician said that there was a cracking sensation in the middle of the deployment, and after that, the knob became able to turn without any resistance. However, even after turning the knob, it was confirmed that the stent graft was unable to be deployed under fluoroscopy. The physician determined that the stent graft was defective, and the entire device was withdrawn and removed from the patient. A backup treo device was used to continue the procedure, and the procedure was successfully completed. Operation type: evar (tc#(B)(4)) patient outcome - "no health damage to patient."

Event description:
Unable to deploy the stent graft: when the delivery system was advanced to the proper position and the stent graft was attempted to be deployed, the physician commented that the grey turn knob was too tight to turn. The tc representative explained that the knob was tight during the early stage of deployment, and had the physician continue to deploy the stent graft by turning the grey knob clockwise. The physician said that there was a cracking sensation in the middle of the deployment, and after that, the knob became able to turn without any resistance. However, even after turning the knob, it was confirmed that the stent graft was unable to be deployed under fluoroscopy. The physician determined that the stent graft was defective, and the entire device was withdrawn and removed from the patient. A backup treo device was used to continue the procedure, and the procedure was successfully completed. Operation type: evar. (Tc#(B)(4)). Patient outcome - "no health damage to patient.".